Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. This image depicts what appears to be the protégé everflex device, a portion of the stent can be seen to be exposed. Additional information: the screw/locking pin was checked for fixation before the procedure. The screw/locking pin was not removed before the implantation was attempted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the stent prp35-07-080-120 protege ef, a deployment issue was identified in the tr ansoperative period and the stent failed to release in the right common iliac artery, mid location. Minimal vessel calcification was reported. A 6fr non-medtronic sheath and a 0.35x260 non-medtronic guidewire were used. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. The vessel was not pre-dilated. No resistance was encountered when advancing the device. The system was safely removed without causing any damage to the patient. Stent struts were exposed/visible on removal. The procedure was completed using another protege everflex stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # the device was returned with the manifold safety locking pin mechanism tightened and a portion of the stent was observed to be exposed the stent was confirmed as 80mm from the strain relief approx 3mm of the stent was exposed from the device the deployment paddles are approximately 102mm apart a kink was observed on the outer blue sheath, which measured approx. 65cm from the distal tip end of the device, a 20cc water filled syringe was used to flush the device and the water flushed through both the annual spaces, an in-house 0.014¿ guidewire was used for guidewire loading check, and it could not advance through the device as it met resistance with kink on blue sheath. The device was loaded into a deployment fixture, the stent easily deployed with a maximum peak force of 0.75lbs which is lesser than the recommended deployment force, the stent was confirmed as 80mm after the deployment, with no abnormalities observed the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.